Event description:
It was reported that iab failed to pass through sheath. Iab made it appoximately halfway througgh sheath but would not advance further. Per physician, iab was prepped per procedure. Iab was difficult to remove as well. There was no reported patient complications. See 1219856-2006-00051 for next report involving same patient.